Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp and hv therapy for supra ventricular tachycardia. It was suspected that the event was triggered by over the counter medications. Programming changes and medication changes were made. The device remains implanted.

Event description:
New information received indicates that no untoward consequences were reported after the programming and medication changes. The event was considered resolved then.